Event description:
It was reported during an initial implant procedure that the stylet could not be removed from left ventricular (lv) lead. The lv lead was not used and a new lv lead was successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of stylet stuck in the lead was confirmed. As received, a complete lead with stuck stylet was returned in one piece. The ptfe coating of the stuck stylet was stripped and was found bunched up with the inner coil distal to the connector pin. The connector pin, crimp sleeve and cap were found pulled from the connector assembly stretching the inner coil consistent with damage due to excessive forces applied during the procedure. The cause of the reported event was due to bunched up ptfe coating of the stylet that prevented the removal of the stylet and excessive forces resulted in the connector pin and cap to be pulled out of the connector assembly.